Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("abnormal bleeding") in a 33-year-old female patient who had essure (batch no. 675113) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, sensation of heaviness, discomfort and weight gain. Concurrent conditions included peripheral vascular disease and gerd. Concomitant products included aciclovir (acyclovir) for herpes simplex and genital infection as well as cefalexin monohydrate (keflex), docusate sodium (colace), fluconazole (diflucan), magnesium hydroxide, medroxyprogesterone acetate (depo-provera), metronidazole (metrogel), minerals nos;vitamins nos (prenatal vitamins), nitrofurantoin (macrodantin), omeprazole (prilosec), ondansetron, ondansetron (zofran), promethazine, ranitidine and ranitidine hydrochloride (zantac). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bv"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions") and anxiety ("anxiety"). The patient was treated with ibuprofen and surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and back pain had resolved and the hypersensitivity, depression, anxiety, menorrhagia, bacterial vaginosis, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2011: fluid injected into endometrium, unable to see fluid in the fallopian tubes or the cul de sac. Fallopian tubes occluded successfully; on (B)(6) 2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, genital haemorrhage, depression, dyspareunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("abnormal bleeding") in a 33-year-old female patient who had essure (batch no. 675113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included peripheral vascular disease and gerd. Concomitant products included aciclovir (acyclovir) for herpes simplex and genital infection as well as medroxyprogesterone acetate (depo-provera). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bv"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions") and anxiety ("anxiety"). The patient was treated with ibuprofen and surgery (B)(6) 2017 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and back pain had resolved and the hypersensitivity, depression, anxiety, menorrhagia, bacterial vaginosis, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2011: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received event "abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bv, depression,migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),back pain" were added. Outcome of event pain, bleeding were updated as recovered. Patient and product information was added. Treatment and concomitant drug was added. Lab data and lot number was added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.